Event description:
It was reported the patient, previously lost to follow up, presented to the clinic with no output. The device was explanted and replaced. The patient was asymptomatic and no additional patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.